Manufacturer narrative:
Further investigations are not possible as the defective heating profile was not available for investigation and s/n of defective heating profile was not transmitted. Should additional relevant information become available a supplement report will be submitted. Because of the characteristics of this event the manufacturer judges that this event fits in the recall for this product that addresses this potential failure. As soon as the healthcare provider response to the "urgent medical device correction" form from stihler electronic the affected heating profiles will be replaced. There was no patient injury or medical intervention associated with this event.

Event description:
It was reported that during continous renal replacement therapy (crrt) using a prismaflo iis blood warmer the heating profile started smoking and burnt the blood access line. Treatment was discontinued. There was no patient injury or medical intervention associated with this event. No additional information is available.